Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative and a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and other chronic/intract pain (trunk/limbs). The pump was flipping in the pocket due to a large pocket. There were no infusion issues. On (B)(6) 2015 a pump pocket revision was done. The surgeon made the pocket smaller and the pump was replaced. The issue was resolved. Patient status at time of this report was alive; no injury.

Manufacturer narrative:
Analysis of the device found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.